Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that in a patient with right radial artery spasm at the end of a procedure, the desilet introducer system experienced a separation between its intravascular component (violet part) and the external portion containing the non-return valve (grey part). A few millimeters of the violet segment remained protruding beneath the compression bracelet and had to be manually grasped and forcefully withdrawn by the cardiologist to complete removal of the stent. The patient experienced significant pain during the extraction, which was difficult due to resistance from the arterial spasm.